Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee revision approximately fourteen years post-implantation due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00831 and 0001822565-2024-00832. D10 medical devices: nexgen articular surface size gh 12 mm height catalog#: 00596404212 lot#: 60493175 size 5 precoat cemented stemmed anterior/posterior wedged tibial component catalog#: 00598800500 lot#: 61473257. All poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 61437345. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.